Event description:
It was reported that the patient underwent a custom temporomandibular joint. Subsequently, the patient underwent a right revision procedure due to persistent pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a - implant date - patient was implanted on an unknown date in (B)(6) 2022. G2 - report source - foreign - united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h1; h2; h6; h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event are unknown. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. B5, d1, d4, g3, h2, and h11. D6a - implant date - unknown.

Event description:
It was reported that the patient underwent a custom temporomandibular joint. Subsequently, the patient underwent a left revision procedure due to persistent pain. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b3, b5, d6b, g3, h2, and h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a custom temporomandibular joint. Subsequently, the patient underwent a left revision procedure due to persistent pain, presence of dystrophic calcification, and possible heterotopic bone formation reducing mouth opening. The implants were removed and replaced with competitor products. Attempts have been made, and no further information is available.